Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm after a pump error alarm. Customer's blood glucose value was 300mg/dl. Customer performed self test and it did not pass. Customer was able to rewind the pump. Insulin pump will not be returned for analysis.